Manufacturer narrative:
Complaint was confirmed and duplicated. The device stalled during a motor rewind. Alert 38 was annunciated in the notifications menu. Upon opening the device, the lead screw nut was found rotated approximately 45 degrees, causing its alignment tab to strike the lead screw stop. The cause of the misalignment is undetermined. Engineering logs attached to files section.

Event description:
It was reported that the ilet pump generated repeated alert 38 alarms at school, and attempts to rewind and restart resulted in ¿unable to proceed,¿ indicating a pump malfunction that required replacement. Symptoms included hyperglycemia to 400 mg/dl with headache and feeling off. Outcomes included temporary interruption of insulin delivery from the device and continued cgm use via dexcom app or receiver. Investigation included telephone-based troubleshooting, verification of device information, and guidance to shut down the device to avoid further alerts. Investigation of this case revealed a device alarm and inability to complete rewind after restart, consistent with a malfunction of the pump¿s delivery/startup function. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.